Event description:
Error code 800.8000; software failure- 800 8000 os failure; logic board- software fault reflash; there was no patient involvement. (B)(4). Shipping & billing addresses confirmed. (B)(4).

Manufacturer narrative:
This file is a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy review per (B)(4). This corresponding trackwise pr ID is closed-cancelled. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure. The customer stated that there was no patient involvement.

Event description:
(B)(4).